Event description:
IT WAS REPORTED THAT ON (B)(6) 2026, A PATIENT PRESENTED WITH GRADE 4 DEGENERATIVE MITRAL REGURGITATION (MR), TETHERED POSTERIOR LEAFLET, PROLAPSED ANTERIOR LEAFLET AND BILLOWING LEAFLETS FOR A MITRACLIP PROCEDURE. DURING THE PROCEDURE, MITRACLIP NTW WAS SELECTED AND IT WAS ATTEMPTED TO GRASP ANTERIOR AND POSTERIOR LEAFLET 3 (A3/P3) BUT WAS DIFFICULT TO GRASP. PROCEDURE WAS DISCONTINUED AND MITRAL VALVE REPLACEMENT SURGERY WAS PERFORMED. IMAGING WAS DIFFICULT. THE FINAL MR WAS GRADE 4. THERE WERE NO ADVERSE PATIENT EFFECTS OR CLINICALLY SIGNIFICANT DELAYS REPORTED.

Manufacturer narrative:
THE DEVICE IS NOT RETURNING FOR EVALUATION. INVESTIGATION IS NOT YET COMPLETE. A FOLLOW-UP REPORT WILL BE SUBMITTED WITH ALL ADDITIONAL RELEVANT INFORMATION.

Event description:
It was reported that on (b)(6)2026, a patient presented with grade 4 degenerative mitral regurgitation (MR), tethered posterior leaflet, prolapsed anterior leaflet and billowing leaflets for a Mitraclip procedure. During the procedure, mitraclip NTW was selected and it was attempted to grasp anterior and posterior leaflet 3 (A3/P3) but was difficult to grasp. Procedure was discontinued and mitral valve replacement surgery was performed. Imaging was difficult. The final MR was grade 4. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue.Based on the available information, the reported positioning failure (leaflet grasping ¿ clip not implanted) and difficulty visualizing the clip appear to be related to patient anatomy/pathology. The reported surgical intervention was a result of case-specific circumstances, as the patient subsequently underwent surgical mitral valve repair.There is no indication of a product quality issue with respect to manufacture, design, or labeling.Codes Removed:Medical Device Problem Code: